Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l67926), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during an anterior cruciate ligament (acl) reconstruction surgery on (B)(6) 2022 while using the acl acc disposables kit device, it was observed that the tip of the guidewire in the broke off and ended up stuck in the screw. According to the report, the event when the guidewire was pulled as it was stuck in the screw after driving the screw in the femoral socket. The other end of the wire was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.